Event description:
The facility representative reported a colleague infusion pump with a broken door clamp. The event was reported to have occurred upon power up in the maternity area. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary:the customer reported problem of "door clamp broken" was confirmed as a door issue during service evaluation. The assignable cause was definitively identified as a damaged pump head door and door latch area. The pump head door and occlusion detectors were replaced to resolve the reported problem.the reported device was a flogard infusion pump, not a colleague infusion pump as previously reported.